Event description:
The customer reported that approximately 5mls of diluent had leaked from the tray under the bsv (blood sampling valve) of the lh750 analytical station. The leak was not contained within the instrument; however, there was no exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse discovered that the probe wipe block was broken in half draining the waste from the manual probe. The fse replaced the probe wipe assembly resolving the leak. (B)(4).